Manufacturer narrative:
Confirmation of reportability received 07/15/2019. Device was not explanted but surgery was required to manipulate the implant into proper position.

Event description:
Inverted implant.